Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a fluid loss was noted from the connection between the balloon and pump, suspected to be due to a tiny disconnection. Therefore, the connection was replaced, and the device worked properly. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a fluid loss was noted from the connection between the balloon and pump, suspected to be due to a tiny disconnection. Therefore, the connection was replaced, and the device worked properly. No patient complications were reported.

Manufacturer narrative:
Correction to d1: brand name. Correction to d4: model number / lot number / unique identifier (UDI) #. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the window quick connector of this artificial urinary sphincter (aus) underwent a thorough analysis. The connector was visually inspected and tested for leaks. Visual inspection revealed that the window quick connect was returned with collects intact on tubing. The window quick connect was identified to have sharp instrument damage on the side. No leaks were found in the connector. Based on the information available and analysis results, the reported clinical observations of fluid leak and disconnection are unable to be confirmed. However, the reported urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.